Event description:
It was reported the caller had a loss of therapeutic effect, and the therapy had not worked for three days prior to report. It was stated the patient did not feel the stimulation and was unable to void. It was noted the patient was in the hospital and the nurse used a catheter on the patient. Reportedly the programmer would not communicate with the implantable neurostimulator (ins). The patient planned to see the doctor the next day.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v872660, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).